Event description:
Canadian ref# - 1576. Priming procedure: this unit uses integra machines equipped with ram card and hemoscan. They prime with 1 litre of ns, followed by recirculation with a uf. The saline in the circuit is dumped by bleeding the pt back to the bag. No other changes have occurred in the unit. Access: fistula. This pt commenced dialysis in 2002. Pt has been dialyzing on a f50nr. Pt has multiple allergies and uses many herbal medicines. No indication of previous reactions. Three weeks later f50e commenced dialysis at 1804 hrs; at 1816 hrs developed chest tightness and sob o2 was applied at 5 l mask. Pt became clammy and slightly cyanotic. Pt then developed radiating pain into neck. Pt's dialysis was discontinued. At 1822 nitro was given with little relief. Pt was transferred to emerg via ambulance where once again received nitro. Dialysis was commence again at 2240 hrs with polyflux 14s. Pt again became sob and complained of pain radiating into neck. Pt was very anxious related to previous dialysis treatment. O2 sats 94%. Dialysis discontinued. Two days later polyflux 14s normal run. Two days later polyflux 14s again, complained of chest pain and sob. Believe pt to have reacted to 14s. Three days later f6hps good run. Meds: novasen, prevacid, insulin, one alpha, lasix, acebutolol, enalapril, amlodipine, isordil, bark tea, & eprex. Companion sample will be sent in for evaluation.